Manufacturer narrative:
Insulin pump received with an intermittent button due to moisture damage at keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on lcd window and broken reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 89 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.